Event description:
It was reported the right ventricular (rv) lead had dislodged within three months post implant and had to be repositioned. It was further reported the rv lead had oversensing and at the replacement procedure the pacing impedance was greater than 3000 ohms. Visual inspection of the rv lead during the procedure showed a compression indentation at the distal end of the suture sleeve. It was indicated that the distal end of the suture sleeve had compressed the insulation on the rv lead and as the lead moved around the fixed suture sleeve it acted as a hinge point which caused the rv lead to apparently fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.